Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing issues with he laser focal point during a photocoagulation procedure. Additional info was received from a nurse indicating they also experienced low energy during multiple laser procedures. All of the cases were completed using the same system. There was no pt harm.